Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as "2020". Therefore, (B)(6) 2020 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from united kingdom that a 69-y-o patient with this valve model 7300tfx29 implanted in mitral position underwent a valve-in-valve intervention after an implant duration of at least 5 years and 4 months due to degeneration leading to severe stenosis. The patient was hospitalized and presented shortness of breath on exertion prior to the intervention. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. There were no complications reported and the patient was noted to be following the hospital's protocol prior to discharge home.